Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during an initial hip arthroplasty on (B)(6) 2015, the threads of the driver sheared off, which made the cup disassociate with the inserter and the handle came off. All pieces were retrieved and the cup remained in the patient.